Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with the shaft slightly bent and the tissue pad was found to be detached from the clamp arm, however evidence of the tissue pad material was found in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, a new harmonic scissor was opened. But the instrument is damaged during surgery. Unknown how case was completed. There were no adverse consequences for the patient.